Event description:
It was reported that the involved iab's balloon appeared to rupture and was stuck in the sheath before deployment during insertion of the balloon into the sheath. The balloon had to be removed. No patient complications reported. Refer to medwatch no. 1219856-2007-00132 for the second event involving this pt.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.